Manufacturer narrative:
The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that an error occurred on the integrated electrosurgical generator unit (iesu) prior to a procedure. Errors were confirmed in the log. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and the error was confirmed in the log. During testing, the iesu displayed error code c-33 upon startup; however, a review of the log showed recorded errors c-00.